Manufacturer narrative:
The device was evaluated, and the reported issue was confirmed. There were wrinkles on the connector part. No leaks were detected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the distributor on behalf of the customer, during the reprocessing, after endoscopy, brushing the forceps channel of the evis lucera elite gastrointestinal videoscope, revealed a black tar-like foreign substance adhering to the tip of the olympus bw-20t reusable cleaning brush. The scope was found after the first use after receiving the repaired finished product the day before. Black foreign matter adhering to the cleaning brush could not be removed by cleaning. It was unlikely the foreign matter may have been mixed in with the repair. Additional information was received from the reporter at a later date. At the time of inspection, a mucosal remover was used using a syringe. The cleaning brush was a non-olympus product and not the olympus bw-20t reusable cleaning brush. After receiving the repaired finished product, cleaning was performed with the reprocessor oer-4, but brushing with a cleaning brush was not performed. No patient harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as a mixture of organic silicon, protein, fluoroplastics, and inorganic material. Abnormalities such as scratches, buckling, or clogging of foreign material were not confirmed. Organic silicon is derived from watertight packing, silicone-based adhesives, silicone parts, silicone-based chemicals, proteins are derived from humans, bacteria, or protein-based chemicals used on the periphery, and fluoroplastics is derived from fluorine-based resins. However, since the collected foreign material is a mixture of these substances and the origin is diverse, a further cause of the event could not be determined. It is recommended that the user inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.